Event description:
A dialysis facility reported that there was excessive fluid removal of approximately 1.9 kg. From a patient during a hemodialysis treatment. The patient complained of headache and light headedness 20 minutes before end of treatment. He was below dry weight post treatment. He was given saline and was discharged in stable condition. There was no serious injury or illness.